Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not explanted from the patient upon request of the patient's family. The patient expired in 2007. A review of device history records showed no deviations from mfg or qa specifications. The exact cause of the reported event could not be determined due to the pump not being returned for evaluation. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt began to experience pump end-of-life symptoms, including multiple alarms. Unfortunately, the pt had previously suffered an anoxic brain injury that left him with short-term memory loss and precluded him from receiving another pump replacement. The pt's family and medical staff consulted about the decision to withdraw support and it was decided to discharge the patient home on battery support, and support was ultimately withdrawn by the family removing batteries. The pump was not explanted upon request of the patient's family.